Event description:
It was reported that the 9900 system left monitor would not display during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The left monitor was installed during the service call. The system was tested and found to be working as intended, and put back into service.